Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient had a permanent scs implant procedure on (B)(6) 2018. Following the procedure, the patient complained of severe abdominal pain which did not subside. As a result, physician decided to explant the scs system. Reportedly, abdominal pain resolved following the explant.